Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). After the customer reviewed the quality control data, the calibrator was re-calibrated, after which quality controls came back up. The customer performed comparison testing with an alternate dimension vista instrument, which resulted as expected. A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse inspected probes, drains and mixers. The cse cleaned reagent residue from regent probe 1 mixer and replaced the probe. The cse performed probe alignments, and ran service methods, which resulted in imprecision on mix testing. The cse detailed sample probe 1 arm, replaced vertical motor flexible coupling, performed precision probe alignment to cuvette, and re-ran mixing methods, which resulted with precision. Quality controls were run, resulting within expected ranges. The cause of the discordant, falsely low calcium results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely low calcium results were obtained on patient samples on a dimension vista 500 instrument. A physician contacted the customer due to numerous low results. The customer reviewed quality control data, which indicated that two weeks prior, results shifted lower within range. The customer repeated a patient sample which was identified as initially low on the same instrument after calibration and an alternate dimension vista instrument, and both resulted higher. It is unknown if the corrected results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low calcium results.